Event description:
It was reported that during servicing, the shut down alarm of this ht70 ventilator "hardly sounded" when the power was turned off.  The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section d4 unique identifier (UDI) #: device manufactured prior to 2013-dec-23. Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section h9 manufacturer 806# 2024500-05-13-2025-001-r issue identified during product analysis h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shutdown alarm of this ht70 ventilator "hardly sounded" when the power was turned off. The ventilator was not made available to medtronic for evaluation. The tkb (tokibo) had evaluated the unit and replaced the control board. No service report or further information available. One control board was returned to medtronic for failure investigation. Visual inspection of the component found no physical damage. The unit was powered on, passing power on self test (post). After post the unit was powered back off. The unit shut down alarm chirped after power off but then produced no noise. Troubleshooting isolated the cause to c159 capacitor, confirming the control board to be faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the event was determined to be faulty c159 capacitor on control board. The ventilator is in scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.